Manufacturer narrative:
X-ray of the lead confirms that only approx. 86mm of the "j" stiffener wire was received. It appears that approx. 32mm of the "j" stiffener wire was not received with all recorded measurements adding up to approx. 86mm. Visual inspection under 30x magnification also indicates lead was snipped or cut into two sections, with evidence of flared coil wire ends.

Event description:
Device analysis is provided.